Manufacturer narrative:
Additional information was added to d4, h3, h6, and h11. D4: lot #: the lot number of the actual sample was unknown; however, the customer reported a suspect lot number: h23b27036. H11: the actual device was not available; however, an unused sample of the suspect lot number was received for evaluation in an unopened pouch. The actual sample was not received and therefore could not be evaluated. A visual inspection with the naked eye was performed on the returned sample with no issues noted. The sample underwent functional tests which included leak, clear passage and clamp function tests with no issues noted. An acceptable flow through the set was observed. The reported condition of no flow was not verified. The sample with the suspect lot number met specifications. A batch review was conducted on the suspect lot number and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow from a minicap transfer set which resulted in excessive delay in treatment of more than seventy-two (72) consecutive hours. The patient was unable to perform consistent treatment for 5-6 weeks. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.